Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account communicated that there was no growth on cultures reported, and that antibiotics were used prophylactically, not to treat the fever.

Manufacturer narrative:
Approximate age of device ¿ 2 days.the patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2019. It was reported that the patient with longstanding dilated nonischemic cardiomyopathy. Shortly after the patient was implanted with the device, he developed post operative fevers. Cultures were sent and broad spectrum antibiotics were started. No additional information was reported.